Manufacturer narrative:
Concomitant medical products: dtma2q1 crtd <(>&<)> 4598 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of palpitations. There were high thresholds exhibited on the right ventricular (rv) lead, and intermittent far field r-wave (ffrw) observed with the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.